Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 240 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump received with no button response due to flattened esc and act button dome switch. No button error alarm during testing. No cosmetic damage noted. (B)(4).